Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The device as received had a balloon with a severely inverted tip, and the inflation indicator was extended 2mm. The inverted balloon indicated that significant tension was applied during pull back. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered and the balloon was verified in a go/no-go gauge to be within the 5.75 - 6.15 mm specification. The review of the lhr (lot f1303003) indicated that the device lot met all established performance criteria prior to shipment. Based on the info received and the investigation performed, the root cause of the reported device pull through was significant tension during pull back. Over tensioning the device when pulling back the catheter can cause the balloon to pull through the arteriotomy (evidenced by balloon tip inversion).

Event description:
It was reported by the aci clinical specialist that a (B)(6) female pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Pre-procedure, the pt was anti-coagulated with 4000 units of heparin and 20 mg of protamine. Following the procedure, the physician who is a training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon was prepped and then the device was inserted into the sheath up to the white shaft marker. The balloon was inflated until the black marker was fully visible. The physician pulled back towards the sheath and the whole device and sheath pulled through the arteriotomy. The pt was converted to 15 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted. The device was tested outside of the pt and no leaks were noted in the balloon.